Event description:
It was reported to philips that the iscv thick client application could not be launched, requiring them to use the web application with limited functionality. The device was in clinical use at the time of event, and no adverse events or harm were reported in the complaint. Philips has started the investigation for this complaint.